Event description:
It was reported, that a patient's blood glucose levels exceeded 21 mmol/l (378 mg/dl), while wearing the pod on the abdomen between 4 and 24 hours. The patient noted, the adhesive was loose. And the cannula had dislodged from the infusion site.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. It was reported, that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.